Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: during testing, the display was found to be dim, fading, and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the finger pad. Also unrelated to the complaint, evaluation revealed that the up arrow keypad button was intermittently unresponsive. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was found under the contrast key contact.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the display screen was dim, fading and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.